Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient went to clinic for routine post operative follow up and complained of "hip pain". An x-ray was performed and left s-1 screw was found to be fractured. The clinic notes states that the fractured screw is not likely the cause of the patient's pain. (Patient had revision surgery on (B)(6) 2018 for a previous fusion surgery resulting in non-union (non-depuy hardware). The patient was exposed to 4 hours of anesthesia. Construct was performed with expedium 6.35 polyaxial screws and rods at l3-s1. Malfunction: device breakage.

Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level found that the polyaxial screw shank had fractured. The broken screw shank was not returned for evaluation. The fracture analysis exhibits two surface morphologies, a smooth region and a grainy/rough region with progression lines which are indicative of fatigue failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the polyaxial screw shank fracturing cannot be positively determined. However, the fracture analysis report exhibits two surface morphologies, a smooth region and a grainy/rough region with progression lines which are indicative of fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.